Manufacturer narrative:
Expertise files analysis dated (B)(6) 2019 revealed: successful identification of the pacemaker by the tablet; intermittent communication errors regarding the connection of the subject inductive telemetry head, most probably because of a bad connection of the head with the tablet (usb cable not properly and/or completely inserted in the usb port). Upon reception, the inductive telemetry head was tested; the reported issue could not be reproduced. Based on available data, no issue is suspected on the subject inductive telemetry head.

Event description:
Reportedly, the associated smarttouch tablet and the subject programming head could not identify a pacemaker, which could be programmed by another programmer.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the associated smarttouch tablet and the subject programming head could not identify a pacemaker, which could be programmed by another programmer.